Event description:
It was reported that the calf support was damaged and would not lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.